Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Hematoma is a known adverse event listed in the intera 3000 hepatic artery infusion pump IFU and label.

Event description:
Intera pump was reported to be explanted due to hematoma around the gastroduodenal artery (gda) and hepatic artery (ha). The pump was not replaced. According to the surgeon, the patient developed hematoma around the gda and ha after starting his anticoagulation about 3 weeks after the pump was placed. Nuclear med study showed that there was intrahepatic delivery but also a significant amount of leakage into the hematoma. Arteriogram was unable to see a pseudoaneurysm, the surgeon felt there was no way to salvage the pump.